Manufacturer narrative:
(B)(4). The device was originally manufactured on an unspecified date in 1999. The device has been requested but has not been received at this time. A device history record review was performed which did not indicate any issues that could be related to the reported event of patient passed away. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the sample was received for evaluation on an unspecified date in the second week of (B)(4) 2014. The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. The review of service history did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. Review of the device logs did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. Testing of the power cord received with the device revealed no problems and that it is electrically intact. Internal & external visual inspections performed revealed no problems. There was no evidence of fluid or moisture found within the device. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause. The patient passed away at home. It is unknown if the pt was connected to the hc cycler at the time of death. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.